Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 15 august, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 15-aug-2025, the user reported discrepancies between sensor glucose (sg) and blood glucose (bg) values, primarily during exposure to direct sunlight and occasionally during hot showers. The case was escalated to next level support, and review of the data management system (dms) and in-vivo data confirmed sg variability associated with atypical temperature sensitivity. The user was advised to move to a cooler environment or cover the site when outdoors; however, they reported that the issue persisted even in cooler conditions. A transmitter replacement was approved, and the sensor was re-linked to clear historical calibration data; the transmitter had not been returned at the time of complaint closure. The user's system was monitored for a few days following re-linking, during which decreased variability in glucose data was observed and calibrations aligned appropriately with sg trends. The user continued to use the system through the end of the sensor's life and did not report any further inaccuracy-related issues. B4. Date of this report 13 nov 2025. G3.date received by the manufacturer? 13 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect -impact code updated to 2199. H6. Type of investigation updated to 4121,4111. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.